Event description:
The doctor reported that a pt experienced a possible allergic reaction. The pt has red and white inflammation in the maxillary arch. The doctor had the pt rinse the area with water and wash with mild soap and discontinue use of denture until healed. The pt was also advised to seek medical attention if needed.